Event description:
Customer reported that the insulin pump alarmed motor error and the drive support cap is loose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk and a scratched display window. Unit alarmed motor error during rewind due to corroded motor home switch. Unable to perform the displacement test due to constant motor error alarms.